Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pain. This event was considered serious due to medical importance and is listed in the reference safety information for essure. In this case, consumer experienced this event after undergoing the essure procedure. She had essure devices removed. Given a suggestive temporal relationship and considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0662, # FDA-2014-n-0736-0015, awareness date 19-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. She lost months of her life due to debilitating pain, fatigue, anxiety, declining health and financial strain after undergoing the essure procedure. Her experience with essure has ultimately resulted in surgery costing thousands out-of-pocket to remove the essure devices. She suffered through months of down-time, many ER (emergency room) and doctors visits, and strain on her family due to the debilitating side-effects she began experiencing after insertion of the coils. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pain. This event was considered serious due to medical importance and is listed in the reference safety information for essure. In this case, consumer experienced this event after undergoing the essure procedure. She had essure devices removed. Given a suggestive temporal relationship and considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.